Manufacturer narrative:
The customer called back and spoke to another remote service engineer (rse) and told the customer to check the pin alignment between the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba). After further investigation, the biomed customer originally called to report an o2 mixed accuracy test failed and it was determined to replace the flow sensor assembly which resolved the issue. However, then it was observed later that the device received additional error code of "patient disconnect alarm failure" after the flow sensor assembly replacement. The rse was advised to check pin alignment from the autozero solenoids to the da pcba. Instructed to run the performance verification test (pvt) for help with troubleshooting. Also advised the customer the latest version of the service manual is version t. Advised to confirm the system leak test fitting black gasket is present. Advised customer to tighten the blower boot clamps and retest. Advised customer of a possible blower or blower boot problem. Multiple good faith effort (gfe) were attempted to obtain repair and resolution of the device through all investigations with no response other than informing that the device was assigned to another technician who repaired the device. The device passed required performance verification tests per philips standards and was returned to service. No further information was able to be obtained in more detail of the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting a patient disconnect alarm while being used to create a treatment plan for respiratory assist. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he replaced the flow sensor assembly recently and all test passed, but now they are getting a patient disconnect alarm. The rse instructed him to run the performance verification test (pvt) for help with troubleshooting.